Event description:
It was reported to the sales rep by the nursing manager that all of the zoom cords spark when they are plugged in. The sales rep evaluated the plugs and did not observe any cracks in the black housing around the plugs.